Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation: the device was returned for evaluation with the tampered seal label missing. There are some scratches on the screen. Function tests: a disposable cassette was attached for testing which passed. The reported problem could not be duplicated. An error was found in the device error history log. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the downstream sensor occlusion sensor was replaced as a preventative measure.

Event description:
Information was received indicating that bench testing of a smiths medical cadd solis vip pump, a cassette not attached properly alarm was noted. No patient was involved. No adverse effects were reported.